Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
Complainant reports "applied seal from new box and within half hour she developed abdominal gas pains and bloating, and her tongue swelled. She removed wafer, pouch, and eakin. Applied eakin from previous box with different lot number along with new wafer and pouch. States issue resolved."